Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The issue is consistent with an unidentified handling issue during the first pre-treatment procedure caused by poor reagent dispensing or poor suction of the final reaction solution. A general reagent problem can be excluded based on the provided quality validation data within expectations.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable tacrolimus elecsys e2g results for three samples from the cobas e 801 module. Sample 1 initial result was 18.9 ng/ml and the repeat result was 12.3 ng/ml. Sample 2 initial result was 11.5 ng/ml and the repeat result was 7.5 ng/ml. Sample 3 initial result was 11.6 ng/ml and the repeat result was 7.3 ng/ml. The customer performed hemolysis treatment again and then retested the samples with results similar to the repeat results. No specific data was provided. The questionable results were reported outside of the laboratory. The reagent lot number was 450509. The expiration date was requested but was not provided.